Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, a venous puncture was performed with the introduction of the guide wire, followed by the removal of the needle. The path was dilated with the dilator, which was then removed. The catheter was inserted properly, and, subsequently, the guide wire was removed. The flow and reflux test of the catheter routes was carried out, with patency observed in only one of the three routes. A new irrigation attempt was made, without success in the obstructed waterways. Given the functional failure, it was decided to remove the catheter. On visual examination, a thrombus was observed attached to the distal end of the device. There was no reported patient outcome.